Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level ranged from and unknown low blood glucose (bg) level to 97 mg/dl; cause for the low bg was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer regarding the low bg and back-up therapy, but no response was received.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on analysis, the alleged low blood glucose issue was verified in the pump logs; however, no failure was identified.